Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump under normal temperature conditions. Blood glucose was 286 mg/dl. Reportedly, the alarm cleared after the customer continued to charge the pump and the customer continued to use the pump for insulin therapy.